Event description:
The patient was revised because of pain, tightness in flexion, loosening of the tibial tray at the cement/implant interface. Depuy cement was used in the primary surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted tibial tray did not find any evidence suggesting device loosening in vivo or evidence of product failure. A search of the complaint database did not show any additional reports against the product lot code. Provided information stated the product was not suspected of failing to meet specifications or being a contributing factor to the event. No evidence was found suggesting product failure or product contribution to the reported event and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.